Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin and cephalosporin (doses, routes, duration and frequencies not reported) for peritonitis. At the time of this report, the patient was recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information could be provided as the reporter declined follow-up.